Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure. Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula events on 03-mar-2025 and 15-mar-2025. The issues occurred with two similar types of infusion sets and the site was patient's abdomen. The symptoms occurred within three or more hours of insertion. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injections. The customer replaced infusion set and resumed insulin deliveries successfully. Moreover, the infusion set was used for two days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.